Manufacturer narrative:
Citation: kaneyuki et al. Reoperative aortic valve replacement in the era of valve-in-valve procedures. Clin case rep. 2020 may 27;8 (9):1663-1665. Doi: 10.1002/ccr3.2989. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a (B)(6) year-old male patient with a history of an aortic valve replacement (avr) with implant of a 23-mm medtronic mosaic bioprosthetic valve. The patient presented with acute chest pain and dyspnea. Initial testing found acute congestive heart failure (chf) due to prosthetic aortic valve stenosis. Later, the patient developed paroxysmal atrial fibrillation. Transesophageal echocardiography showed severe aortic regurgitation due to a noncoronary cusp tear. The medical team considered a transcatheter valve-in-valve technique, but due to the potential risk of migration of the torn noncoronary cusp opted for an emergent reoperative avr. The patient underwent successful resection of the mosaic valve, and implantation of a non-medtronic bioprosthetic valve. Pathologic findings of the explanted valve showed the presence of pannus adherent to the inflow and outflow portion, and partial tears of the noncoronary cusps from the stent post between the right and noncoronary cusps. No additional adverse patient effects or product performance issues were reported.